Manufacturer narrative:
The returned scs-ipg-r (sc-1132 sn (B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics. Unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient's ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well. The explanted ipg will be returned. Additional information was received that the ipg was returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well. The explanted ipg will be returned.